Manufacturer narrative:
Device analysis report is attached. This report is submitted on january 06, 2022.

Manufacturer narrative:
This report is submitted on november 1, 2021.

Event description:
Per the clinic, the device was explanted on (B)(6) 2021 due to the patient needing to undergo frequent MRI and non use. There are no plans to reimplant the patient with a new device as of the date of this report.